Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the stapler misfired and 1/3 of the staple line did not form correctly. The surgeon over sewed the staple line. The pt lost 250 cc of blood; however, there was no transfusion. Operative time was delayed 30 minutes. No tissue damage reported.

Manufacturer narrative:
(B)(4).